Event description:
The son of an (B) (6) female patient, contacted lifecor customer support to report that the response buttons do not work. He stated that they would not start the monitor. He stated that the patient has not worn the system for three days. Support sent a patient services representative (psr) to the patient to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitors response buttons had both of the centers of the covers torn out. One switch had the mylar layers peeled up which caused the dome to shift off to the side. The other switch, because of the lack of the force from the rubber cap, had the dome collapsed. The leds on both switched were nonfunctional. The root cause of the damage is due to physical abuse by the patient forcibly removing the rubber cap center. The response buttons were replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the response button problem. The patient received a replacement monitor.